Manufacturer narrative:
Device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a contaminated battery board. The root cause for the contamination was unable to be positively identified but was likely due to an ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn: (B)(4) to report that the battery charger was resetting.